Event description:
It was reported that the device was in use with patient for infusion on 11 august and leakage was noted after 2 days' infusion. The device was replaced the next day (14 august). No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: h6: one picture of a cadd extension set was received for evaluation. During the analysis conducted, it could be observed that there was a leak fleeing from the air vent filter. No testing could be performed because no samples were provided to perform a thorough investigation. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported issue was able to be confirmed. The most likely cause of filter leakage is caused by silicon oil being transferred from the syringes and/or vials into medication reservoir during the filling process by the customer.